Event description:
Alarms: #9 - blood pump error - reset then immediately after restarting the instrument experienced alarm #43 - prime 10 x3. Consulted therakos who recommended to abort treatment secondary to excessive air in the filter and return tubing. Therakos consulted and recommended to abort treatment. Patient was stable with estimated blood loss of 305 ml. Md consulted and the patient was treated on another instrument today.======================manufacturer response for photopheresis procedural kit, photopheresis procedral kit (per site reporter).======================awaiting response.